Manufacturer narrative:
As the customer did not retain the finished goods lot number, device history record and lot history could not be reviewed. The customer returned on used infusion sleeve. The infusion sleeve was visually inspected under the microscope and no tears were found. The holes in the shaft of the infusion sleeve were aligned properly, no issues were found with infusion sleeve. The root cause of the customer's complaint could not be established as no tears or damage was found on the infusion sleeve. After a thorough investigation of this complaint, it has been determined that this sample met specifications. Quality assurance will continue to monitor customer complaints via the complaint review meetings, and will take action for any future occurrences as is deemed necessary. Consumables manufacturing management has been made aware of this complaint through the consumer affairs review meeting. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmic surgeon reported that the phaco sleeve tore through the side ports of the main phaco opening during three procedures. No patient harm reported. Additional information has been requested. A product sample was received at the manufacturing site and it is awaiting evaluation.